Event description:
It was reported impedances for electrodes 0, 4 and 5 through 8 were out of range. No intervention has occurred. The event is ongoing.

Manufacturer narrative:
This report is being submitted following an internal audit.